Manufacturer narrative:
Submit date: 5/2/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that the feeding tube is popping out of the patient's mickey tube. This is causing formula to leak out. There was no medical intervention required and no harm to the patient.

Manufacturer narrative:
The device history record of the lot number reported was reviewed, and was confirmed that the products were produced accomplishing quality requirements and released according to established procedures. No sample or picture was provided for evaluation. Possible root causes could be: stretching peristaltic tubing before usage, incorrect placement in the pump causing additional stress to the tubing and detachment, enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. No corrective actions will apply since the failure mode has not been confirmed to be any manufacturing issue with samples that have been received from previous investigations. This complaint will be used for tracking and trending purposes.